Event description:
Description of event according to initial reporter: compression caused by the extra-stiff wire guide during off-label use in the left ventricular apex. The wire circle compressed the left ventricular angiograph apex during successful deployment of a 29mm balloon-expandable valve. Left ventricular angiography immediately after procedure demonstrated small left ventricular aneurysm. 3 hours later the patient suffered from chest pain and electrocardiography showed an elevation of the st-segment. Angiography of the left ventricle showed a large apical aneurysm and transthoracic echocardiography revealed an aneurysm at the apex of left ventricle with rupture of endocardium and myocardium. Patient outcome: wire caused compression during off-label use in left ventricular apex. Follow-up after one month showed stability of the aneurysm.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): k220137. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this cn# is no longer reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.